Manufacturer narrative:
This report is submitted june 22, 2017.

Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2017, 7 years post implantation. After diagnosis, the patient was hospitalized for a duration of 14 days in order to receive treatment. Two days prior to the onset of meningitis, the patient reportedly experienced pain in the middle ear, which was determined to be middle ear effusion. There was reportedly no other signs of inflammation of the middle ear or mastoid cavity prior to meningitis, nor did the patient present with any upper respiratory infections or otitis media. It was determined that the patient had a large cerebrospinal fluid leak (csf) and subsequently underwent revision surgery. During surgery, it was determined that the stapes footplate was eroded and the membranous labyrinth was bulging. The surgeon noted that the patient had taken part in bungee jumping, which was the likely cause. The issue was reported to not be visible during scans due to artefacts from the cochlear implant electrode. The csf leak was successfully repaired. Cultures were taken and streptococcus pneumoniae was identified. It is unknown what treatment the patient received. During the initial cochlear implantation surgery, the receiver stimulator was not drilled to the dura, and no surgical complications were reported. The patient was not administered with perioperative antibiotics, however; the patient did receive a pre-implantation immunization for pneumococcus. The patient has reportedly not received a booster since. The patient does not have a preimplantation history of meningitis, nor any cfs leaks that predates the cochlear implant. Additionally, the patient does not have a history of immunosuppressive conditions. The patient is currently successfully using their cochlear device and has made a full recovery.